Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Update to concomitant medical products , PMA/510k, if follow-up, what type.  Returned pre-op CT shows a heavily calcified valve and calcified sinus of valsalva. The delivery system was returned to edwards lifesciences for evaluation with loader cap over flex shaft, unlocked, with no flex, no fine adjust was used, and in packaging position. Per visual inspection, the balloon was burst radially and longitudinally, with no missing balloon pieces. No relevant functional testing could be performed due to the condition of the returned device (burst balloon). The complaint was confirmed through visual inspection of the balloon. Balloon single wall thickness was measured along four locations of the balloon tear and the measurements met the specification. The work orders for components most relevant to the reported complaint were reviewed and did not reveal any issues that could have contributed to this complaint. A review of lot history for the related work order revealed no other complaints related to balloon burst. A review of the complaint history from april 2018 to march 2019 revealed additional returned complaints for ¿balloon - burst¿ for the commander delivery system (all models and sizes). Of the complaints that were confirmed, no potential manufacturing non-conformances that would have contributed to the complaints were identified. Available information suggested that patient/procedural factors contributed to the complaints. A review of the complaint history revealed that the occurrence rate did not exceed the march 2019 control limit for the trend category of ¿balloon burst¿. Commander delivery system IFU, esheath IFU, device preparation manual, and procedural training manual were reviewed for instructions or guidance for proper use of the commander delivery system. Based on the review of the ifus and training manuals, no deficiencies were identified. During the manufacturing process, multiple visual inspections and tests are performed throughout the process. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. In addition, during product verification (pv) testing on a sampling basis, sample devices were visually inspected for kinks, cracks, and loose or missing components. All units passed pv testing. As a part of pv testing, balloon burst pressure testing was performed on finished devices and the lot met the statistical requirements. These test results during product verification supports that it is unlikely a manufacturing nonconformance contributed to the reported event. The complaint for ¿balloon- burst¿ was confirmed, however no manufacturing nonconformities were found in the returned sample. No visual abnormalities were observed on the returned sample, and dimensional measurements met specification. Review of manufacturing mitigations, device history records, lot history, and complaint history revealed no indication that a manufacturing non-conformance contributed to the complaint. A review of the IFU and training materials revealed no deficiencies. Complaint history suggests that patient and/or procedural factors may have contributed to the observed balloon burst. The complaint description stated ¿it was noted on the pre-case echo that the valve is heavily calcified and very tight¿ and ¿the tear was towards the distal end of the balloon. It is near the glue point as well as the heavily calcified valve.¿ calcification could potentially weaken the balloon during advancement and contribute to a balloon rupture. Additionally, calcified nodules in the annulus could contribute to a burst. The complaint description also stated that ¿the 29mm commander and sapien 3 (s3) was prepped with an additional 2cc per the physician¿s request.¿ the additional volume used may have caused the balloon to become overinflated and contributed to the balloon burst. A detailed root cause analysis for similar returned balloon burst complaints has been summarized in a technical summary written by edwards lifesciences.  The technical summary provides a rationale as to why it is unlikely that a product defect contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified annulus (calcified nodules within the aortic annulus can impinge on the balloon during inflation, thus compromising the balloon wall structure even at a low inflation pressure), as well as outlining the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). The technical summary contains additional details related to root cause analysis on balloon bursts in a calcified aortic annulus. As such, available information supports that patient factors (calcification) and procedural factors (additional volume added to balloon inflation) likely led to the complaint event. Since no manufacturing non-conformances or IFU/training deficiencies were identified in the product evaluation and the occurrence rates did not exceed control limit for the respective trending category, neither a product risk assessment, nor corrective or preventative actions are required.

Manufacturer narrative:
UDI: (B)(4). Investigation is ongoing.

Event description:
As reported by field clinical specialist (fcs), the 29mm commander delivery system (ds) balloon burst during valve deployment. The procedure performed under general sedation. It was noted on the pre-case echo that the valve is heavily calcified and very tight. The 25x4mm ew balloon was selected and inserted and positioned in the annulus. A slow controlled balloon aortic valvuloplasty (bav) was done. The 29mm commander and sapien 3 (s3) was prepped with an additional 2cc per the physician¿s request. The s3 was positioned with the bottom of the center marker just above the insertion point of the leaflets and slowly deployed under rvp. During deployment with the last few cc¿s were being administered, the balloon ruptured. Final position of the valve was 90/10 on the non-coronary cusp and 95/5 on the left coronary cusp. There was no paravalvular leak and the final mean gradient was 4mmhg by echo. The ds and esheath were removed without deficit. The patient left the room in stable condition with no change in baseline rhythm. There was a discussion post procedure, if any additional action was needed due to the balloon rupture. With the valve being fully deployed, zero pvl and a gradient of 6mmhg, the team was happy with the result. Upon examination, the tear was towards the distal end of the balloon. It was near the ¿glue point¿ as well as near the heavily calcified annulus.